Event description:
Continuous "intra-aortic balloon catheter" alarms sounded from the system 97 pump. The intra-aortic balloon was removed and a second was inserted into the pt. (Event complications: unknown - reported 8/17/98.) (Pt's current status: unk - reported 8/17/98.)